Event description:
During the device evaluation, the duodenovideoscope exhibited a foreign material clogged in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, no breakage/deformation of the instrument channel was identified. The device was not reprocessed prior to return to olympus. It is unknown when the endo-therapy accessory was stuck, so it could not be determined if it was caused due to handling during the previous procedure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.